Event description:
It was reported that this artificial urinary sphincter (aus) returned without initial reporter and any performance allegation information. Upon analysis of the returned components, it was noted that the cuff shell was worn at fold, and the pump did not pass functional and visual examination.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The cuff was microscopically inspected and tested for leaks. Its shell was worn at fold, but no leaks were identified in the component. The pump was microscopically inspected, leak and functionally tested. Its kink resistant tubing (krt) was worn to the filament and the component did not pass pressure test during functional evaluation. No leaks were noted in the pump. The balloon was microscopically inspected and tested for leaks. No damage or abnormalities were noted, no leaks were identified. The balloon was not functionally inspected due to lot number not provided. Based on the information available and analysis results, the pump not passing functional examination could have caused or contributed to the device being removed.